Event description:
Pt's foley catheter was noted to be out of pt and laying on bed. It was noted that the entire catheter was not present. Cystoscopy was performed and tip of catheter was removed in its entirety. No trauma noted to pt.